Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead with an inserted stylet was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was unable to be positioned. The atrial lead was not used and replaced. The patient was in stable condition.